Manufacturer narrative:
(B)(4). Device investigation is ongoing.

Event description:
As reported, during a trans-septal tavr valve in valve procedure (26mm sapien 3 valve in 29mm mosaic valve) in the mitral position, the delivery system balloon inflated asymmetrically and "pushed" the valve too ventricular causing the valve to land 10:90 aortic/ventricular. A second valve was implanted. Access was obtained via the right femoral vein. A 16ft sheath was inserted. A 26mm commander delivery system was prepped per IFU (+1cc) and the device was advanced up the ivc to ra and across the septum to the la. The physicians had a difficult time crossing the mitral surgical valve (29mm mosiac) but eventually were able to position the sapien 3 inside the surgical mitral valve. The sapien 3 valve was inflated and during inflation the valve position slipped down into the lv. The valve was not free floating the lv, it landed 10:90 aortic/ ventricular but was unstable. A second 26mm commander delivery system and sapien 3 valve was prepped and delivered in the same fashion. Inflation started more atrial and slightly overlapped the first valve. The patient left the operating room in stable condition.

Manufacturer narrative:
The delivery system was not returned to edwards for evaluation. Since no device was being returned for evaluation, functional and dimensional tests were unable to be performed. Review of the relevant DHR, lot history and applicable complaint history, however, provided no indication that a manufacturing non-conformance contributed to the complaint. During receiving inspection, the delivery system undergoes multiple 100% inspections. These inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a defect in manufacturing contributed to the reported complaint. The complaint of ¿delivery system ¿ inflation difficulty¿ was unable to be confirmed as no abnormalities were observed on balloon inflation based on the review of imagery. Per IFU, use of the edwards commander delivery system with sapien 3 thv for mitral valve replacement is considered as off label usage. Additionally, the procedural factors of using av looping technique and positioning the delivery system in a high angle in respect to valve position may have contributed to the bent delivery system. The bent delivery system could potentially constrain the flow of the fluid and affect the inflation of the balloon during deployment. However, due to no device being returned for evaluation, related functional tests such as de-airing, inflation/deflation time and inflation pressure of the balloon could not be tested. Therefore, presence of manufacturing non-conformances could not be determined. Furthermore, under high angle position, the delivery system may have stored tension built inside the delivery system. As the balloon is being inflated, the angle gets reduced and the stored tension could be all released at once causing the entire system to jump forward and result in valve being deployed more ventricular than planned. However, at this time, there is insufficient information to determine the definitive root cause. No manufacturing or IFU/training inadequacies were identified. There is insufficient information to determine the definitive root cause at this time. Review of the complaint history for the month of (B)(4) 2017 revealed that the occurrence rate did not exceed the control limits for the failure mode. Therefore, no corrective or preventative action is required. Note: (B)(6) registry.

Manufacturer narrative:
The procedural cine images were provided to edwards and reviewed by an edwards physician proctor. The findings are summarized below: procedural cine: wire seen through septum into left atrium and av loop technique · septum dilated x2 · s3 seen across mosaic valve · wire not in lv apex causing distal tip to bend · pusher pulled back, valve not coaxial. Wire is more in apex and flex tip is straight · sharp angle see on delivery system, distal to flex catheter · undeployed valve appears canted with in mosaic valve · delivery system balloon inflates slowly with dog-bone appearance · delivery system with valve moves towards lv during last part of the inflation · post deployment, valve appears too ventricular and canted. No image provided of angiogram · post first valve implant · last image shows viv completed. Second valve placed higher within previous valve. No · angiogram image provided for the deployment and post implant impressions: initial valve implanted too ventricular and slightly canted. Delivery system movement forward during last part of the inflation. Valve in valve final position able to stabilize the first sapien 3 valve. No images provided to assess pvl and valve function. Investigation is ongoing.